Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the pump will randomly ask the patient to set all the basal rates . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: no activity related to pi observed in black box or pump histories. Multiple auto-off alarms observed in black box. The pump maintained basal rates during testing. Unable to duplicate reported issue. Auto-off alarm duplicated during testing; pump gives appropriate audible and visual alert.